Manufacturer narrative:
The customer reported developing a rash after using the tape for two days. She went to the doctor and was prescribed a steroid cream, but the rash continues to worsen. She stated this is the first time she has ever had a reaction to this product. It has been determined that the reported event caused or contributed to (death/serious injury), therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
The customer reported developing a rash after using the tape for two days.